Event description:
Procedure - unknown. Reportedly, the oval preperitoneal distention balloon broke away from cannula housing. The balloon was able to be removed, however it was stuck in the preperitoneal space. Retrieving the balloon took 10-15 minutes and resulted in significant bleeding.